Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was noted with an insulation breach on the is 1 leg of the lead; right at the yoke. The electrical's were still good and there were no clinical issues. The lead was repaired with a suture sleeve. The lead remains in use. No patient complications have been reported as a result of this event.